Event description:
The customer reported to olympus that the gastrointestinal videoscope phenomenon could not be identified in the groups above. The device was returned for evaluation. It was found that the insufflation channel was clogged with unidentified whitish and translucid chemical residues. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the nozzle of the insufflation channel was clogged with unidentified whitish and translucid chemical residues, the air/water tube had flow issues, the bending section cover was discolored and had worn out glue, the plastic distal end cover was damaged, the light guide lens cracked, bending angulations out of specifications, the charged coupled device cover lens was broken and the connecting tube was deformed. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Manufacturer narrative:
The initial medwatch reported the returned device found that the insufflation channel was clogged with unidentified whitish and translucid chemical residues during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain in the nozzle. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.